Manufacturer narrative:
Date of event: used aware date as event date.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Three watchman flx laa closure devices were used over the course of a two hour case. A watchman access system (was) was positioned and the third device used, a 24mm watchman flx laa closure device & delivery system (wds), was deployed. Three partial recaptures were performed when the echo physician stated he saw clot forming on the device near the core wire and threaded insert. The device was recaptured and the procedure was aborted. No adverse patient events were reported. The patient was prescribed aspirin 81mg at discharge post procedure.

Manufacturer narrative:
B3: date of event: used aware date as event date.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Three watchman flx laa closure devices were used over the course of a two hour case. A watchman access system (was) was positioned and the third device used, a 24mm watchman flx laa closure device & delivery system (wds), was deployed. Three partial recaptures were performed when the echo physician stated he saw clot forming on the device near the core wire and threaded insert. The device was recaptured and the procedure was aborted. No adverse patient events were reported. The patient was prescribed aspirin 81mg at discharge post procedure. It was further reported that the patient was given heparin throughout the procedure with the activated clotting time above 250 seconds.